Manufacturer narrative:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The patient developed a small soft pocket hematoma. Heparin was held overnight after the hematoma was identified. Heparin restarted in the morning. The pocket remains soft and stable. Support continued with the implanted pump following the intervention.

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The patient developed a small soft pocket hematoma. Heparin was held overnight after the hematoma was identified. Heparin restarted in the morning. The pocket remains soft and stable. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely anticoagulation management since withholding heparin resolved the issue. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- h6 component code 925 added-d6a/d6b. F6/f8 should have been left blank in the initial report.